Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was indicated that corrosion was observed on the bending section cover's adhesive and the distal end. Additionally, it was found that the screen turns black with no image. It was determined that components needed to be replaced. There was no patient involvement.